Manufacturer narrative:
Sample from the patient was submitted for investigation. The result from the cobas e601 was 0.029 coi( non-reactive) and the innolia (B)(6) score was negative. Based on these results, the customer's negative result was believed to be correct. The reagent performed within specification and no product problem was found.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received low elecsys (B)(6) ii immunoassay results for one patient sample. The first result in another laboratory with a vitro analyzer was positive. No specific data was provided. The sample was tested on the cobas 6000 e 601 module for confirmation and the result was 0.030 coi ((B)(6)). The sample was repeated and the result was 0.029 coi ((B)(6)).the serial number of this analyzer was requested but was not provided. The sample was then tested in another laboratory with chemiluminescence and the result was positive. No specific data was provided. The results were reported outside the laboratory. There was no allegation of an adverse event. Review of the provided calibration and qc data did not indicate an issue with the assay.